Manufacturer narrative:
Investigation: visual inspection: during the investigation, some residue tissues on the device were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the progav 2.0 operates within the accepted tolerances in the horizontal position, while the m.blue operates not within the specified tolerances in the vertical position. An accelerated outflow of m.blue could be determined. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. The m.blue was only adjustable after removing the tissue residue from the valve. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in both valves. Summary of the investigation results: based on our test results, we can determine an accelerated outflow at the m.blue. The deposits visible in the valve may have led to the change in flow rate. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. In the progav 2.0 visible deposits could be determined. The deposits had no effect upon the specifications at the time of the examination.

Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an overdrainage and was unable to change the pressure setting.. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 19 years. Height: 167 cm. Weight: 75 kg. Gender: male.